Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the filter was cracked. Patient was receiving doxorubicin 16 mg/ m2, etoposide 80 mg/ m2 and vincristine 0.4 mg/ m2 in 500 ml ns bag for 24 hour infusion. The "patient noticed orange drops on gown and bedsheet" no harm reported to patient.

Manufacturer narrative:
The customer¿s report of a leaking filter was confirmed however the report of a crack was not confirmed. No anomalies were observed during visual inspection. Functional and pressure testing confirmed a leak from the distal vent on the filter. Further inspection of the filter vent under magnification showed no obvious damages or issues. The probable cause of the leak was the filter vent membrane being wetted out.

Manufacturer narrative:
Omit lot number, device expiration date, and device manufacture date. The lot number is unknown.